Event description:
It was reported the patient's blood glucose level rose between 20 mmol/l- >27.8 mmol/l while wearing the pod between 5 and 24 hours. The patient reported being unsure if the cannula was properly inserted in the infusion site.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
Exposed portion of the soft cannula was found to be incomplete. Fep extrusion-blue was then measured and found to be out of specification at 21.3mm. Soft cannula was examined under magnification; the distal tip had been severed, so that the cross-drilled part of the cannula was missing. The end point of the cannula was slightly flattened, indicating the cut was made by a two-blade cutting tool. The exact cause and timing of the observed damage could not be determined.